Event description:
It was reported that the device was explanted because it was no longer needed. The patient¿s status after the device removed was recovered without sequela.

Manufacturer narrative:
Analysis revisited the finding associated to the previously reported statement, "analysis found the catheter body had a user related hole." The finding was updated to better describe the situation: analysis identified a user related hole in the pump-catheter connector.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter serial number (B)(4) found catheter body hole (or torn catheter) caused by metal pin of pump connector poking. Analysis found the catheter body had a user related hole. Interrogation of the pump determined it contained normal saline.